Event description:
Health professional reported that six hours after a pt received injection in the upper lip with .3 cc of juvederm ultra xc, the pt presented with an "allergic reaction" evidenced by "extreme swelling" of the upper lip and above the lip. Pt was treated with "medrol pack" steroids for 6 days and ciprofloxacin for 7 days. This treatment was reported to have been prescribed both to hasten the resolution of symptoms and to prevent the worsening of symptoms which may have led to permanent damage. The syringe has been discarded and will not be returned to allergan medical. The symptoms resolved 5-7 days post injection.

Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2012. Device eval summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specs. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.